Event description:
The end-user went to go sit on the device, and one leg (left side rear) bent, and dumped him on the shower floor, causing him to bruise (on his bottom and arm) and limp. He also mentioned he was recovering from a car accident, but is bruised and limping on other areas he was not before. The event is reporting as having occurred on a tile surface.